Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ sabouraud dextrose agar with chloramphenicol deep fill catalog number 221851 with 510k number exempt. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ sabouraud agar with chloramphenicol were contaminated. The following information was provided by the initial reporter: customer has contacted me to inform that they have another plate contaminated.

Manufacturer narrative:
H6: investigation summary the customer found another contaminated plate in production lot 1223096. Complaint history review: the complaint trend was reviewed for a period covering 12 months. Similar complaints were registered for lot 1223096. Since the trending reached an internal action limit, a investigational team was formed. Batch history record (bhr) review: the batch record for the respective lot was reviewed. No deviations from the validated processes were registered. In addition, the product passed qc release testing without any deviations. Sample analysis: return samples were not provided by the customer. Picture samples, provided by the customer, show a plate contaminated by a white microorganism. Evaluation results: based on the internal investigation and the picture samples provided, this complaint can be confirmed for contamination. A definite root cause could not be identified. Investigation conclusion: aseptic manufacturing processes are unable to guarantee sterility of the given product. Since a 100 % inspection is not possible for aseptic products, sterility testing carried out on the basis of a representative sample. Therefore, occasional contamination cannot be prevented. However since trend was detected, an interdisciplinary team is currently driving investigations to further reduce the occurrence of these subliminal contaminations. Effectiveness checks indicate a significant improvement to the situation caused by the actions triggered by said team. Bd will continue to monitor incoming complaints for similar defect types.

Event description:
It was reported that the bd bbl¿ sabouraud agar with chloramphenicol were contaminated. The following information was provided by the initial reporter: customer has contacted me to inform that they have another plate contaminated.